Manufacturer narrative:
Date sent to the FDA: 08/30/2007. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Customer reports that a pt presented with a recurrent hernia at an unspecified time following a ventral hernia repair. The pt was returned to surgery for repair. Adhesions were observed during the surgical repair. The mesh was not removed. The causal relationship between the device and the recurrent hernia is not known.